Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed. The cause was not determined. A batch review was performed with the lot number provided by the customer, but no issues were noted.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded; therefore, no sample evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2 of 3. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.